Event description:
The customer reported to olympus, that the surgical scope had a disconnection issue. It is unknown when the issue was found and there is no known procedure information. The device was returned for evaluation. During the device evaluation, it was found that due to damage on charged couple device, the image did not display but had image noise and the objective lens had part of the adhesive peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the insertion part curved rubber adhesive was chipped; the connector slit cover and switch had deformation/cuts; the video connector cover was cracked and the video connector had deformation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. There were no reports of injury to patient health as a result of the procedure not being completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect "no image (blackout in image)" was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. Additionally, it is likely that the defect "glue of objective lens peeled off" was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: based on event 1 "no image (blackout in image)" the instruction manual "chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Based on event 2 "the instruction manual "chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the methods for inspection on the suggested event". Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the procedural defect was found during inspection for use. The procedure was therapeutic and was a laparoscopic procedure. The device was inspected before use. The procedure was not completed.